Manufacturer narrative:
Alleged failure: it was reported that the light source failed during surgery. A new tower had to be brought in to complete the surgery resulting a surgical delay and the surgery was not able to be completed as intended. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause could be an issue with the 1688 ccu or a not fully seated cable from the 1688 ccu to the l11 light source. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of light.